Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hemorrhoidectomy, the prolapse stapler was used and several staples failed to engage. The surgeon used a suture to complete the procedure.